Event description:
Purchased a traction scale attachment from arthrex inc. Product number (B)(4). Product deemed as a medical device. Under closer inspection of device, found another manufacturer and product number as (B)(4). A web search of this company and model number revealed that product is sold as instrument scales for fisherman and hunters. Cleaning and sterilization of medical device was generic, and when I called the company customer service line, and asked for cleaning and sterilization instructions specific to this device, was told that none was available. Very concerned that company is passing off a non-medical device was medical and surgical grade. This item is used in the sterile field, in shoulder traction surgery, and I'm afraid someone will be injured, or the sterile field contaminated by ineffectual cleaning, and sterilization of a non-medical device.